Event description:
The patient reportedly experiences periodic pain around the internal device. The patient reported headaches and poor performance. Programming changes have been attempted. The issue was not resolved. The surgeon will perform surgery to reposition the device or explant the device if necessary.